Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, despite using several different programmers and wands. The physician is unsure if there is a device malfunction or it is at end of life. The device will be replaced and returned to cpi for analysis.